Event description:
The image on the screen has a split screen.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of black line on display was unconfirmed. The unit did not give a black line on the image like in the provided image. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation findings are in section h11.

Event description:
The image on the screen has a split screen.